Event description:
A customer contacted beckman coulter inc. (Bec) stating fluid was noticed in the drip well for the cartridge chemistry (cc) sample probe (on the sample wheel cover) in the unicel dxc 600 pro synchron® clinical system. Per customer, the leak appeared to be di (deionized) water. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer was on-site and rebuilt vacuum pumps, replaced cc wash collar and cc vacuum valve and checked fluid flow when it was noted that wash collar splattering was still present. Fse ordered more parts and went back on-site the following week. Fse replaced cc crane vacuum line, swapped cc and mc (modular chemistry) wash collar soleniods, adjusted low pressure to 8.5 psi, replaced bent sample mixer paddle and performed alignment. Fse then verified operation with calibration and qc which met specifications. (B)(4).